Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings: the keypad was found to be intact with no evidence of peeling or other damage. All of the keypad buttons were found to be responding to button presses. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the complaint, the display screen was found to be faded and discolored. The display screen was removed and replaced with a test screen and the display returned to normal. Also unrelated to the complaint, the vibration motor pins were found to not make electrical contact with the printed circuit board. Also unrelated to the complaint, cracks in the pump casing were found at the battery compartment and at the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.